Event description:
Radiopaque tip/marker dislodged from the sheath during an angiogram procedure and remained trapped in the arterial wall. Initial catheterization of the right common femoral artery proved difficult due to periarterial scarring. Despite predilatation to 8fr, attempted insertion of a 6fr sheath proved impossible. A second site on the femoral artery was chosen and a second puncture performed, but once again, the procedure was thwarted by periarterial fibrosis. On removing the 6fr femoral sheath, the marker at the end of the sheath became dislodged and trapped in the arterial wall. Using a third puncture site running very close to the wire carrying the retained marker, it was possible to grasp the marker by capturing the second wire. Despite adequate capture, the foreign body could only be pulled further into the arterial wall and could not be removed. An attempt was made to place an angioseal through the marker but was unsuccessful. The procedure was abandoned and compression was used to control bleeding, which was very easily controlled. The doctor suspects that the retained marker is in the arterial wall and will be of no further consequence. As of seven days later, patient has experienced no problems.

Manufacturer narrative:
Evaluation: the returned used and damaged kcfw-6.0-38-55-rb-raabe introducer was examined and it was confirmed that material separation was present and the inner coil was exposed. Based on the information provided by the customer and the results of our investigation, it is feasible to say the device encountered excessive force during withdrawal due to scar tissue, within a very tortuous part of the anatomy.